Event description:
Reportedly, the right amount of meds delivered too quickly. Timer was set for one hour. The correct amount of medication (antibiotic) was delivered, but over 30 minutes instead of one hour. The pump was being used on a patient at the time, in 2008. The patient is fine, no adverse occurrences. The device was taken out of use.

Manufacturer narrative:
Device evaluation results: upon receipt, the device was forwarded to qa for testing and met delivery specifications. The pump was then forwarded to service. The reported incident could not be duplicated. Service standard product inspection and 24-hour testing revealed no faults or issues with the pump. According to the pump's operation log, the pump was set to deliver at a rate of 155 ml/hr and ran for 37.5 minutes. It delivered 96.9 ml, which is within specifications.